Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004.

Event description:
It was reported that an alarm was triggered for right ventricular (rv) lead noise. In addition, the lead was noted to have increased impedance concerning for fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.